Manufacturer narrative:
The reporter's first and last names were corrected. The customer's phone number was added.

Manufacturer narrative:
During the device inspection performed by the arjo representative, the unintended movement issue could not be reproduced. No device malfunction was found. The customer's allegation was not confirmed. The instruction for use for enterprise 8000x (746-585_UK) recommends using "the function lockout on the attendant control panel to prevent unintended movement in situations where objects may press against the patient's controls". While no fault was found and the issue could not be reproduced, the incident may have been caused by external mechanical interference with the control panel. However, the hypothesis that the issue was caused by accidental activation of the controls due to external mechanical interference could not be confirmed. The arjo device did not fail a specification since no malfunction could have contributed to the alleged movement of the bed. There was no patient in the bed at the time of the event, and no injury occurred. The complaint was deemed reportable due to the allegation of unintended bed movement. The device is distributed outside the us and no gudid information exists.

Event description:
Arjo was informed about an event involving the enterprise 8000x bed. The customer reported that the bed was moved up without any command given. There was no patient involved. No injury was reported.